Manufacturer narrative:
Patient medical record number: (B)(4). Patient gender is unknown. This report is for seven (7) unknown [intact] screws. Date of original implant procedure is unknown. Explant procedure date is unknown. Per facility, complainant will not be returned for manufacturing review. Unknown, as specific part and lot numbers for the complainant screws were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a broken plate and a broken screw were discovered via x-rays during a postoperative follow up visit following a distal tibia fracture procedure. The entire construct, which consisted of a plate and eight (8) screws, was removed from the tibia due to this breakage and a non-union. The patient was revised with a new plate and new screws. No reported surgical delays; procedure completed successfully. This report is for seven (7) unknown [intact] screws. This report is 3 of 3 for (B)(4).